Manufacturer narrative:
Exact date unknown, event occurred several years ago from date manufacturer was made aware. Explant date: several years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 16865262.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted devices were not returned. No further information has been obtained despite good faith efforts.